Manufacturer narrative:
Code #400-jaw tips misaligned.

Event description:
9/26/96 1600 hr dr confirmed the info as reported by the sales rep. The clips were scissoring on each firing from the beginning of the case. Approx 4-6 attempts were made to use the instrument, but each time the clips were scissoring to some degree. There was some contusion to the structure, but no significant damage occurred. Another instrument was used to complete the case. Tsb